Manufacturer narrative:
A review of the service history of the architect serial (B)(4) identified no contributing factors. The waste arm probe did not require replacement but was considered the likely cause for this complaint. A review of complaint and trending data for waste arm probe identified no issues or trends. A review of architect i2000sr tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the complaint issue. A product labeling review of the architect system operations manual and architect I system service and support manual addresses safety hazards including biological and physical hazards, the wearing of personal protective equipment (ppe) and safety awareness where hazards may exist. The system operations manual provides removal and replacement instructions for the waste arm probe and also cautions the operator of probe stick hazard and biological risks. During the investigation of the issue, it was identified that the service technician was not wearing the appropriate ppe (lab coat). No systemic issue or deficiency of the architect i2000sr was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
While performing maintenance on the architect i2000sr analyzer the engineer scratched the inside of his elbow on the waste liquid needle (probe, wz). As a result of the cut/scratch hepatitis b immunoglobulins and hiv blocking drugs were administered. No further information was provided.

Manufacturer narrative:
Further clarification received indicating the incorrect part was documented in section concomitant medical products in the initial manufacturer report. The part was changed from list 08c97-35, probe, wz to list 08c94-89, waste arm probe and tubing. There are no further updates or changes. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.